Event description:
Upon coming off bypass, the echo showed that the valve was somehow not seated properly or not functioning properly, and had moderate aortic valve regurgitation. Surgeon reports patient had to go back on cardiopulmonary bypass and remove the first implant, revise annular debridement, and place another prosthesis.